Event description:
It was reported that the insulin pump could not upload its data to the computer software. The caller did not know the blood glucose reading. The caller stated that this had been an ongoing issue for the last 6 months.

Manufacturer narrative:
The insulin pump could not be uploaded to carelink software due to several spanish software anomaly alarms noted in the history file. The alarms were due to a corrupted history file. The unit had a cracked reservoir tube lip and minor scratched liquid crystal display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.